Manufacturer narrative:
Device passed rewind and self test. No pump error 63 noted during testing or in device history files. However, unit failed prime or seating due to failed force sensor .unable to perform displacement test, basic occlusion test, force sensor test, and occlusion test or verify no delivery alarm/occlusion due to prime/seating anomaly. Unit received with corroded electronic assemblies and corroded battery tube.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failure and insulin flow block error alarm. The customer stated they were able to clear the alarm and were able to complete the rewind process. Customer reported self test failed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.